Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus screen and a sensor started notification became frozen on the pump screen and the customer was unable to clear it. Reportedly, the customer triggered the quick bolus feature on the pump before contacting tandem technical support in order to clear the screen and notification, and resume insulin therapy. Customer's blood glucose was 153 mg/dl.